Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was less than 100 cc's. Pt had no adverse effects and did not require any medical intervention. The sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.